Event description:
It was reported that the lost to follow-up patient presented with syncope. It was mentioned that the syncope was due to device unrelated conditions and the patient was admitted for unrelated cardiac complications. Upon device interrogation, non-sustained rv oversensing episodes due to undersensing of vf were observed on egms. The episodes were noted in the old episodes directory from a month prior. The device did sense the arrhythmia but in these episodes, despite small signal amplitude the device did not deliver therapy. The patient was asymptomatic to these episodes. Programming changes were made. The patient has not had any tachy arrhythmia since device reprogramming and the patient was in improving stable condition for an unrelated hospitalization.